Event description:
Covidien received information of an 840 ventilator with a flickering display. There was no patient involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and was unable to duplicate the reported malfunction. Covidien reference: (B)(4).